Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A hole in the patient line tubing is a known cause of this alarm. The cause of the hole in the patient line tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was damaged to the patient line tubing right below the patient line connector. The damage was further described as a slit or gash. The patient had not used any sharp objects to open the outer pouch of the disposable set and they did not notice anything wrong with the set prior to setting up for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.